Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00254 (collagen corp #1026748). This is the first MDR submitted for the first suspect product. A pt's husband (an oral surgeon) and a consulting ophthalmologist reported a pt who had been skin tested with a negative result prior to the initial collagen treatment (1998). About 1998, she was treated with an unknown formulation in both oral commissures. Possibly the day of, but definitely by the day after the treatment, the pt pulled off the road when driving thinking there was a problem with the contact lens. The pt noted a "visual change". Over a week's time, it was realized that the visual change was not a contact lens issue. The pt was examined by a general ophthalmologist (identification refused) for an angiogram; macular edema and uveitits were diagnosed. The pt was then referred to the reporting physician. The left eye was the affected eye now and since the onset of uveitis, the right eye had remained asymptomatic. The pt was treated with oral diamox and topical pred forte ophthalmic drops. Improvement was observed in both subjective (vision was better) and objective (ophthalmological examination indicated less inflammatory disease in the left eye, less edema) symptoms. At this point the temporal relationship between onset of symptoms and the collagen treatment was not recognized. As of 10/26/99, the pt's husband (oral surgeon) believes there is a possible association between the uveitis and the collagen treatment.